Manufacturer narrative:
The initial reporter was getinge technician. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. It was stated some parts from the device were missing. Photographic evidence confirmed that issue and indicated that screw and protective cap were missing from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis was performed by subject matter experts at the manufacturing site. As they stated it was detected that the screw on the spring arm cover was loose. This screw is responsible for attaching the cover to the spring arm structure. The manufacturer of the spring arms, ¿ondal¿, led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it is the only case where the screw continues to loosen. Based on the analysis of the cases reported, several cases were detected, all delivered in the same hospital, on a period less than 1 year after the installation, the other cases were detected more than 1 year after the installation. The cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. The loosening detected on a period less than 1 year after the installation probably corresponds to a manufacturing issue, due to an incorrect initial tightening on the production line. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance (maintenance manual for powerled nt_01582_en_08, pages 254-255). The screw has a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since october 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of this screw acts as a mechanical locking and prevents the loosening and the fall of the screw. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated some parts from the device were missing. Photographic evidence confirmed that issue and indicated that screw and protective cap were missing from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.